Manufacturer narrative:
The pump received with no back light due to a faulty el panel on the lcd board. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the error test. No unexpected pump reboot/reset anomalies noted. All operating currents were within specification, and no unexpected low battery, off no power or battery indicator anomalies were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the light on their insulin pump is not working, and the device rebooting itself because the battery runs low. The customer states having high blood glucose as a result of the device shutting off. The customer's blood glucose level at the time of incident was unknown. Troubleshooting was conducted, and the customer was advised to discontinue use of the device. The device is being replaced and returned for analysis.